Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/07/2025, the patient reported feeling unwell and passed out before reaching her glucose tablets. Upon regaining consciousness, her insulin pump displayed "dexcom issue detected," and her dexcom app showed "start new sensor." It was not documented if the devices made sounds or what the last glucose reading was. She did not seek higher-level care. After regaining mobility, she took a glucose tablet and stayed in her bedroom. No fingerstick was performed, but she knew her glucose level was low. At the time of the report, she was fine. The patient uses insulet omnipod5 and could not confirm if it was in modified closed loop mode, which requires estimated glucose values (egvs). She uses both the omnipod receiver and dexcom mobile device for egvs. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.